Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Customer alleged that it was due to the pump's speaker volume and vibration being too quiet. During troubleshooting with tandem technical support (tts), it was confirmed that the pump was operating as intended. Tts advised the customer to adjust the sound settings as required. The customer addressed bg by consuming carbohydrates and continued using the pump for insulin therapy.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Cause was not known. Customer was incapacitated and required assistance from spouse, who provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.